Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported the balloon burst on the ted12 after approx 30 pumps. The balloon was lubricated with saline prior to insertion and the surgeon did use metal retractors. Another ted12 was opened to complete the procedure. There was no consequence to the pt.